Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge pigtail was discolored. The cause of the discoloration was not known. The infusion set tubing was not discolored. The customer was using saline in the pump and the blood glucose level was not impacted.